Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate mode switching due to far r-wave oversensing was observed. Post-paced t-wave oversensing was also observed. Programming changes were discussed.

Event description:
New information received notes that programming changes were made. The patient was fine and will continue to be monitored via remote transmission.